Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8305840. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted by your facility was reviewed by our quality engineers, who determined that the identity of the foreign matter was fiber from the clothing of one of our operators. To prevent a reoccurrence of this event our facility has begun implementing one-piece clean room protective equipment, and will be discarding the split-style in use at the time of the production of this lot.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter in the cap. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: it was found foreign matter in cap when opening the package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter in the cap. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: it was found foreign matter in cap when opening the package.